Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. Philips fse (field service engineer) performed pm, replaced exhalation flow sensor to correct, exh flow readings are within spec, no other problem found, est and performance verification passed. The reported complaint of the exhalation flow sensor reading out of spec. Was duplicated due to the exhalation flow sensor heated film element was contaminated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Philips fse (field service engineer) noted exhalation flows out of spec during pm. There was no patient involvement.